Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for failed back surgery syndrome. The patient reported that they fell on their bottom on (B)(6) 2016. The patient had a loss of stimulation and no stimulation that day. The patient programmer showed that stimulation was on. The loss of stimulation did not resolve with troubleshooting of turning the stimulation up or down or trying a different group. There was pain in the paresthesia area in their back. Additional information was received from the health care professional (hcp) on (B)(6) 2016 indicated that they were trying to help the patient but do not manage the device. The patient stated that their device was not working, but the hcp was not familiar with the device. The hcp explained that the patient was confused and thought that a particular hcp office managed everything.

Event description:
Additional information received from the patient on 22-aug-2016 reported that no steps had been taken to resolve the issue with no stimulation after falling on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.